Event description:
It was reported that the blade head snapped off during a leforte I osteotomy (mandibular sagittal split osteotomy). It was further reported that the broken piece was removed from the surgical site and that the procedure was successfully completed. No adverse consequences were reported.

Manufacturer narrative:
The blade and arbour subject to this complaint were both returned for evaluation. It was visually confirmed that the break occurred on the blade around the weld. Measurements carried out on the arbour and the blade confirmed that all features conformed to required specification. The lot number was not available to assist further investigation. The root cause for the breakage is undetermined.